Event description:
A report was rec'd that alleges the tracheostomy tube split near the connection of the tracheostomy tube and flange after an unk amount of time in use. The pt required emergency tracheostomy tube change. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.